Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 44mg/dl. Customer did not want to troubleshoot for the issue. Customer stated she wanted to leave it as it is and will talk to doctor. Customer stated that insulin pump had pump error alarm. Customer reports they were able to clear the alarm also pump did not require rewind. The device will not be returned for analysis.